Event description:
According to the reporter, while the device was being applied on the antrum part of the stomach on a laparoscopic sleeve gastrectomy, staple pins fell into the cavity of the patient. They picked it up by using a grasper. The surgical time was extended 30 minutes or more due to the product problem. Also, the stapler did not fire, had a poor staple formation and the staple line was incomplete. There was a bleeding due to give away of staple line. Medical or surgical intervention was needed to prevent a permanent impairment of a function. They did under run by using endo suturing technique on the stomach sleeve to avoid leak. The event lead to or extend patient hospitalization for 2 days. There was temporary injury as a result of the event. Patient status : alive - no injury.